Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 72 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿reducing unnecessary right ventricular pacing with the managed ventricular pacing mode in patients with sinus node disease and av block.¿ pace. 2006. Vol. 29: pages 697-705. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding this implantable pulse generator (ipg) model and the managed ventricular pacing (mvp) mode. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patients whose ipg switched to an ¿unknown¿ mode due to ¿missing data.¿ there was also one patient who experienced ¿palpitations¿ and had a ¿dropped beat¿ during the mvp mode. This symptom was reproduced when programming in and out of the mvp mode; the physician reprogrammed the device. The device status is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.